Manufacturer narrative:
Device received with unresponsive buttons due to corroded keypad traces. No frozen screens were noted. Device received with missing serial number label.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump display was frozen screen. Customer blood glucose at the time of incident was 110 mg/dl. Troubleshooting was performed. Customer unable to clear the alarm. Insulin pump will be returning for analysis.